Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Consumer could not find the thread anymore and was unable to change the tampons [foreign body in reproductive tract]. Could not find the thread anymore [device breakage]. Case narrative: consumer reported via email that she could not find the tampon thread anymore. No serious injury was reported.